Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 65 year old female patient was on impella 5.5 support and there was high purge pressure noted. The staff checked for kinks and replaced the cassette. The high purge pressure remained. The tissue plasminogen activator (tpa) protocol was given the staff, however staff declined. There was no patient harm reported.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Clinical details state that the medical team reported a high purge pressure alarm was triggered. Purge line was checked for kinks and the cassette was replaced, but the complication did not resolve. Two days before the complication, the purge fluid was changed from sodium bicarb to heparin. Tissue plasminogen activator (tpa) infusions could not be used as a troubleshooting method as the patient was scheduled for lvad. The pump was explanted due to the failure mode. Product was not returned for investigation. Data logs were reviewed and the high purge pressure alarm was confirmed. The hour leading up to the alarm trigger, purge pressure was steadily rising. The 2.5 hours of data leading up to the alarm were reviewed as well, and there were no motor current spikes or speed deviations observed. Additionally, there were no purge cassette/bag changes longer than 2 minutes leading up to the complication. The root cause of the high purge pressure was determined to most likely be gradual biomaterial build up considering the nature of the rise in purge pressure.